Event description:
It was reported that three weeks post implant of the implantable pulse generator (ipg) system, the patient developed an infection. A transesophageal echocardiogram (tee) revealed no valve vegetation, however, there was a small mobile mass at the entrance of the right atrium, and probable vegetation on the pacer leads. Blood cultures were positive for endocarditis. It was noted that seven months prior to the ipg implant the patient had a procedure for a transcatheter bioprosthetic heart valve. The ipg and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) aortic valve 2013 (B)(6); 5076-58 lead 2014 (B)(6). (B)(4).